Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 5.0 cm, 140.0 cm and 141.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds. The embolization coil was distal to its introducer sheath. Conclusions: evaluation of the returned pod pc revealed a functional device. During functional testing, the returned pod pc was re-sheathed with a demonstration introducer sheath. After properly re-sheathing the pod pc, the device was able to be advanced through the returned px slim without an issue. Further evaluation revealed offset coil winds along the length of the embolization coil and the pusher assembly had a kink near its proximal end. Based on the returned condition, these damages were likely incidental and may have occurred during packaging for return to penumbra. Evaluation of the returned second pod pc revealed kinks on its pusher assembly. If the device is forcefully advanced against resistance, damage such as kinks may occurred. Further investigation revealed that the embolization coil had offset coil winds at its proximal end. The offset coil winds were likely a result of forcefully retracted the embolization coil against resistance. During functional testing, the embolization coil was unable to advance through its introducer sheath and functional testing could not be continued; therefore, the reported resistance could not be determined. There also additional offset coil winds were observed along the length of the embolization coil. Based on the returned condition, these offset coil winds were likely incidental and could have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-01183 h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure of arterioportal shunt (ap shunt) using pod packing coils (pod pc). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician experienced strong resistance after advancing a pod pc approximately 3 centimeters past the hub of the px slim delivery microcatheter (px slim); therefore, the pod pc was removed. The physician then advanced a new pod pc but, the same issue occurred and, therefore, it was removed. The procedure was completed using another pod pc and the same px slim. There was no report of an adverse effect to the patient.